Event description:
It was reported that after the patient¿s physician had started their device they had heard the staff talk with the physician and had mentioned ¿leakage.¿ it was stated that after the device had been started the patient then felt ¿fullness in the head and suspected the device was leakage.¿ additional information noted that no device issues were confirmed and no further troubleshooting or actions had been taken. It was stated, the patient was not receiving effective therapy at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).